Event description:
On august 17, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was displaying a letter "e" backwards on the display with some of her readings. The medical affairs specialist mailed a letter to the patient on august 23, 2006, since she could not be reached by telephone on two separate days. In 2006, at an unspecified time, the patient obtained a reading of "78 mg/dl" on the reported meter. She ate a few cookies and tested herself one hour later. She obtained a result "68 mg/dl" but noticed a letter "e" backwards with her result. The patient described the backward letter as having the top part of "e" cut off. At that point, the patient started feeling like she was not right and that her head was not focused. Since she interpreted the result as being very low, she began to eat a lot of food and drank several glasses of orange juice. Later in the day, the patient retested and got a result of "526 mg/dl" on the meter. The patient indicated that the alleged issue would only occur intermittently. The patient denied seeking or receiving medical attention. It would have been helpful to know when the alleged issue started and if the patient was following her medication/treatment regimen during the time of concern. Also, it would have been helpful to know if the patient developed additional symptoms after obtaining the result of "526 mg/dl" and what actions she took after receiving the elevated result. During troubleshooting with the customer care advocate (cca), the patient turned the meter on and saw a full display. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient obtained a result of "68 mg/dl" on the reported meter with the alleged 'e' issue. The patient interpreted the result as being low, had developed symptoms, and treated herself by eating and drinking. The patient ended up obtaining a result of "526 mg/dl" later in the day.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.